Manufacturer narrative:
(B)(4). Unit received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, a21 error test and displacement test or verify low batt, battery out limit alarms due to blank display.

Event description:
It was reported that the insulin pump alarmed low battery and turned off. The customer blood glucose level was 80mg/dl. Customer declined damage in the battery contacts cap or compartment. Customer was not used the previously battery. The device will be returned for analysis. The device will be returned for analysis.